Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to fractured patella button. The patella button was removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was determined the root cause of the event was most likely due to insufficient bony ingrowth.